Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 491 mg/dl at the time of incident and current blood glucose was 246 mg/dl. Customer treated with insulin pump and bolus. Customer does not allege pump was under delivering. Customer stated that the drive support cap appears normal. Customer declined to check for the presence of leaks or air bubbles in the tubing. Customer was declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.